Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient developed "significant pain and required [patient] to see a doctor frequently after surgery. [Patient] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2005 pt. Presents for surgery with spondylolisthesis, back pain and sciatica, l5-s1. Procedure was for laminectomy and decompression l5-s1 on the left, tlif on the left with boomerang interbody device, posterior fusion with legacy posterior pedicle screw fixation, infuse, local bone. Infuse was placed inside the interbody cage and across the midline with local bone. Infuse was also placed posteriorly and in the facets. On (B)(6) 2006 her x-ray looks okay, but she says that her back hurts; not always, but it certainly bothers her considerably depending on how much she does. Her left lower extremity will bother her whether she has pain or goes numb.¿ on (B)(6) 2006 ¿she is still having pain and numbness in the left leg.¿ ¿x-rays taken today show good position of screws. The interbody device may be up into the l5 body a little bit but does not seem to be migrating posteriorly.¿ on (B)(6) 2006 ¿she returns with her cat scan, and indeed, there are some areas of good consolidation of bone and some areas of continued remodeling. It indeed looks fairly solid though, and we should just let it continue to heal.¿ on (B)(6) 2006 ¿her x-ray today looks fine, but she still has various complaints. She does not think surgery has helped her. She has various leg symptoms. Her legs, she thinks is more irritating than her back.¿ on (B)(6) 2010 lumbar x-rays show ¿the patient has had a prior fusion which is solid at l5-s1. No evidence of an acute injury is identified.¿ on (B)(6) 2012 ¿pt. Continues to have knee, shoulder, hip, and back pain.¿ ¿has had injections in shoulder, knee but continues to have pain.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: spondylolisthesis, back pain and sciatica, l5-s1. The patient underwent the following procedures: laminectomy and decompression l5-s1 on the left, transforaminal lumber interbody fusion ls-s1 on the left using an 11 x 30 boomerang device, posterior fusion, screws, rods, bmp and local bone. As per operative notes, ¿we were able to place some local bone graft across the midline, followed by some bmp across the midline, followed by local bone, followed by the device pressed and aligned a little bit, but would not go any further due to getting caught on the edge of the inferior aspect of the endplate of l5. On the right hand side we placed some bmp within the facet joint itself and later, after placing the screws over there, we placed more bmp and local bone.¿ no intra-operative complications were reported.